Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an error message. The allegation was reported for transmitter ID (B)(4). Data was evaluated and confirmation of the allegation and probable cause was undetermined for transmitter ID 8mq8ws. No injury or medical intervention was reported.